Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 500 mg/dl at the time of the incident. Current blood glucose level was 166 mg/dl. Customer don't have any symptoms for high blood glucose. Customer was not using auto mode feature at the time of event. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer also stated that tape is not sticking properly. The device will not be returned for analysis. Frn-mmt-332-rsvr, unomed inf set.